Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Customer reported that a monitor on monitor ceiling support (mcs) fell and almost hit the doctor. The monitor provides vital information and fell off the frame.